Manufacturer narrative:
The insulin pump was received with bleeding display, a stripped battery cap coin slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was unable to remove the battery cap after her doctor put it too tight. Customer stated that she tried all remedies but did not work. Troubleshooting was done. Customer's blood glucose was 550 mg/dl. Customer stated that she treated with manual injection. During the troubleshooting the customer was not able to remove the battery cap. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.